Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Contact did not have pump at time of report. There was no reported impact to customer's blood glucose. No additional information was provided. Upon follow up, contact declined tandem technical support's offer to perform a pump system check.